Event description:
In service leak of three hemodialyzers during the same treatment. The first leak was on a reused dialyzer (n=6), the next two (replacement) were "out of the box". Both leaked after re-initiation of dialysis. In total, because rptr cannot retransfuse pts whose dialyzers demonstrate a significant blood leak (defacto rupture of one or more dialysis fibers) the pt lost approx 500 cc's of blood. Rptr has had previous problems with this dialyzer membrane which rptr has reported to the MFR. Their investigation failed to confirm observations. Rptr report this event now as one in a series of events they have had with this dialyzer. Three dialyzers were used on this pt.